Event description:
It was reported that the armada 35 was being inflated to treat a fistula when the balloon ruptured. No clinically significant delay in the procedure or patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event - estimation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.